Manufacturer narrative:
One cardiomems patient electronic system and accessory set was received for evaluation. External visual inspection of returned material revealed exposed frayed wires on the power supply. Unit powered on successfully multiple times with the test power supply connected directly to the main unit assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified.

Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply of the device. The patient electronics device and accessories were replaced and there were no adverse consequences reported by the patient.